Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water nozzle was clogged with foreign debris, the objective lens was chipped, the distal end cover was dented, the bending section rubber was detached, the forceps channel port was shaved, the suction cylinder was shaved, the indication on switch 5 was unclear, the light guide cover glass had a dent, angulation was out of specification, the angulation had play, water removal was out of standard due to clogging of the nozzle, the suction cylinder was shaved, and water detection stickers 1a/1b had the dots smudged and connected. Scratches were found on the objective lens, the scope cover, the grip, switch 1, the switch box, the universal cord, the protector of the universal cord on the control section side and the scope connector side, the scope connector, and the scope connector cover unit. Dirt was found on the bending section rubber, the connecting tube, the right/left knob, the up/down knob, and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had reduced angulation. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the aw nozzle was clogged with foreign matter. There was no physical damage where the foreign matter remained and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.